Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This event is being conservatively reported as the patient had intraprocedural complications prior to the implantation of the amplatzer duct occluder (ado) and continued to have intraprocedural complications after the implantation of the ado device. The article, "management of ascending aorta perforation during transseptal puncture for left atrial appendage closure: a case report ", was reviewed. This research article presents a case study on an (B)(6)-year-old female with a history of atrial fibrillation, non-ischemic cardiomyopathy, chronic kidney disease, cardiac resynchronization therapy defibrillator and repeated episodes of major bleeding on direct oral anticoagulant therapy, with a high risk for thromboembolism who was referred for left atrial appendage closure(laac). During the procedure, an unrecognized puncture of the aorta by the transseptal puncture (tsp) needle (71 cm brk-1 xs) and inadvertent advancement of a sheath(swartz sl1) resulted in ascending aorta perforation. The patient was hemodynamically stable and there was no evidence of pericardial effusion on transesophageal echocardiogram(toe). With the transseptal sheath in situ, it was decided to seal the atrial-aortic puncture percutaneously. A 8/6mm amplatzer duct occluder (ado) was selected and successfully implanted in the patient. Reversal of heparinization with protamine sulphate was given to avoid intractable bleeding. However, this resulted in thrombus formation at the tip of the wire positioned via the transseptal sheath in the ascending aorta. Heparin was re-administered immediately. Soon thereafter, st-elevation myocardial infarction was noted. This was treated with balloon dilatation and thrombus aspiration with subsequent thrombolysis in myocardial infarction 3 flow. Due to the intraprocedural complications, laac was aborted. The patient stabilized within a few hours , the intra-aortic balloon pump was removed. The patient was discharged within a few days. Five months later the patient was re-admitted due to generalized weakness. The patient's hemoglobin had remained stable and an echocardiogram showed the ado in situ. The patient was diagnosed with a metastatic lymphoproliferative malignancy and died shortly thereafter. The patient's death was not related to the ado device implanted. The article concluded that serious complications can occur during tsp. Clinicians performing these procedures should be aware of these complications and their emergent management. The primary and correspondence author of the article is nili schamroth pravda, md, department of cardiology, rabin medical center, 39 jabotinsky st., petach tikva 4941492, israel with the corresponding email: drnscham@gmail.com.

Manufacturer narrative:
The previously reported medical device problem code no longer applies. As reported in a research article, a patient was implanted with an amplatzer duct occluder; an event of "thrombus formation at the tip of the wire positioned via the transseptal sheath in the ascending aorta", "st-elevation myocardial infarction", "metastatic lymphoproliferative malignancy", and patient death was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer duct occluder instructions for use, 600207-008 revision b "indications and usage: the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda)."